Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that multiple knife blades were noted to be dull during surgeries. Patient impact information is unknown.

Manufacturer narrative:
Additional information is provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that the knives were noted to be dull prior to making the full incision. Alternate knives were obtained in order to perform and successfully complete each procedure. There was no impact to any patient. No further patient information can be anticipated.